Event description:
False positive ahbs results on multiple samples from one pt. No results were reported. False positive results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.